Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced decreased urine output and rising creatinine post-operatively. The patient's creatinine increased over 3 and was started on continuous renal replacement therapy (crrt) . The patient remained on crrt as of (B)(6) 2018. The patient was on crrt continuously, but conversation between family and care team concerning poor prognosis resulted in decision to withdraw crrt as of (B)(6) 2018. Potassium level rose as dialysis was withdrawn. The patient's family agreed to hospice care and thus labs are not being monitored regularly. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3, serial number (B)(4), and the reported event could not conclusively be established through this investigation. The account communicated that the patient had decreased urine output and rising creatinine post-operatively. The patient¿s creatinine reportedly increased over 3.0 and was started on continuous renal replacement therapy (crrt). The patient remained on crrt as of (B)(6) 2018 but a conversation between the patient¿s family and care team concerning the patient¿s poor prognosis resulted in the decision to withdraw the patient from crrt on (B)(6) 2018. The patient¿s potassium levels rose as dialysis was withdrawn. The patient¿s family agreed to hospice care and thus labs are not being monitored regularly. No product is available for investigation. The patient ultimately expired on (B)(6) 2018 and his outcome was captured in the heartmate 3 momentum clinical trial. The heartmate 3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.